Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided rv pacing impedance trend curve, recorded between (B)(6)2019 and (B)(6)2020, showed the impedance gradually increasing from initial 2200 ohms onto greater than 3000 ohms after first third of the recording period, where it stayed till the end of the recorded period. In the first third of the recording period the impedance abruptly peaked greater than 3000 ohms, but after the peak the impedance continued the gradual increase. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was capped due to pacing impedance measurements out of range (greater than 3000 ohms) approx. 125 months after the implantation. A new lead was implanted.